Event description:
Healthcare professional reported problems with clearview urine hcg cassette test. Negative urine screens for hcg were obtained; however, pregnancy was confirmed by quantitative hcg.

Manufacturer narrative:
Actual specimen and/or unused devices from the customer were unavailable. Sixteen (16) retention devices were tested at the following levels: 25 miu/ml, 100miu/ml, 101u/ml, 262.1iu/ml, 289.1iu/ml with hcg positive controls. All five (5) retention devices showed correct positive results. They met qc specifications. No false negative results were observed when conducting qc study.